Event description:
An ipp device was implanted on 09/09/80. The cylinders were revised on 12/09/80, 08/26/83, and 01/04/84. The pump was revised on 03/24/81. Information received on 08/05/97 indicates patient states his device is "no longer fuctioning."